Event description:
The pt had redness. At the end of jan, the pt was treated with oral bactrim. In early feb, the pt was diagnosed with an infection at the pump pocket site. In early march, the pt was treated with oral doxycycline. At the end of march, the pump was explanted. It was noted that the pt did not have meningitis and did not experience withdrawal. The infection resolved. The pt's pre-surgical risk factors included acute osteomyelitis, post-op wound or skin contamination, and obesity. The device system was used to deliver fentanyl, bupivacaine, and clonidine.